Event description:
On (B)(6) 2026, it was reported by a sales representative via email that an ar-6592-08-30-1, passport button cannula was reported to have a inner flange of passport cannula broken during insertion and a piece was left in vivo. This occurred on (B)(6) 2026 during a meniscal root repair procedure. The case was completed successfully using another cannula. There was case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.